Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A model-6f runway al.75 guide catheter was selected for use. However, it was found to be defective and the distal tip cracked in the sheath. No patient complications were reported.